Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with a 275cc mentor memorygel breast implant experienced left sided infection post procedure. Patient experienced a necrotic tissue infection. As a result, patient underwent removal with no replacement on (B)(6) 2019. Moreover, patient underwent unilateral replacement on (B)(6) 2020 once the infection area was healed.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).